Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the iol was displaced. The iol was exchanged at a later date. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided, indicating that the performed procedure was cataract removal with iol implant. The surgeon also indicated that the iol was tilted. The surgeon stated that the issue was probably caused by poor visualization during initial iol placement due to blood in the anterior chamber.